Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now prompt occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, during data investigation, an early sensor expiration was confirmed. The probable cause of the early sensor expiration could not be determined. The reported event of a replace sensor now prompt is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.